Event description:
The initial attorney report alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2003, pt underwent massive panniculectomy, hysterectomy, and repair of large ventral hernia with composix e/x mesh. On (B)(6) 2004, pt presents for repair of large recurrent abdominal wall hernia. It appears the composix e/x mesh had "ripped off of the pubic tubercle." The composix e/x mesh was not excised; a composix mesh was placed within the confines of the composix e/x mesh so that the two meshes overlapped. (Note: there is no adverse event associated with the composix mesh). On (B)(6)2006, office visit the pt is noted to be "massively obese." Physician notes, "it is hard to feel clearly defined areas where there are fascial defects because of her obesity." The physician recommends that she see a dietitian, begin exercising, and get committed to the concept of weight loss and general health. He will see her beck in six to eight weeks and expects to see at least a 15 pound weight loss. On (B)(6) 2007, office visit pt c/o pain at the mesh site and states that she was notified that the two mesh implanted in her have been recalled. Any further surgery is on hold pending 50lb weight loss.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008004. Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. This is a pt with a complex medical/surgical history. Following the composix e/x mesh implant the pt gained approx 50 pounds and concurrent with this weight gain developed a large, recurrent abdominal wall hernia. The pt was felt to be a poor operative candidate on account of her body habitus, immunosuppression, diabetes, and noncompliance with might management. Nonetheless, the pt was felt to be at significant risk for development of bowel obstruction or strangulation, and for this reason the pt's physicians recommended operative repair of the recurrence. There was no lot number included in the medical records provided; therefore a review of the mfg records could not be conducted. Additionally, no sample was returned for eval. With the currently available info, no add'l conclusion(s) can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.